Event description:
It was reported that the patients ipg pocket site became infected. The symptoms of infection were unknown. The physician confirmed that the infection was not device nor procedure related. The patient was placed on antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The patient was expected to be doing well postoperatively. The explanted devices were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7038805/5141469. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 26931209.